Event description:
Reporter using accu-chek inform meter. Reporter states that the meter's 3rd connector pin is blackened. Reporter states she believes meter was docked while wet. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek inform meter.

Manufacturer narrative:
The suspect product is the inform meter.